Event description:
It was reported that a power on reset (por) code 0x2608. It was noted that the patient had an EKG and CT scan on the day of report. It was noted that the last time the stimulation was felt and the implantable neurostimulator (ins) was recharged was "sometime in the last year." It was noted that there were no known falls or trauma. The impedances were reportedly great. It was noted that the patient was not using the device anymore because ever since it was put it, his headaches went away and the device was overdischarged. It was noted that for the past couple of nights, the patient reportedly felt something odd. It was noted that it felt like the stimulation was on with a slow pulse, and the manufacturer's representative was able to stop this sensation on the day of report when she did a physician mode recharge (pmr). It was noted that the por was cleared and communication was established. It was noted that when the stimulation was turned on, it felt "very different" from the "odd feeling." Additional information received four days later that the cause of the por was not determined and no further troubleshooting or interventions were necessary. The patient was reportedly receiving effective therapy. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-29, lot # n316686, implanted: (B)(6) 2012, product type accessory; product ID 3550-39, lot # n307866, implanted: (B)(6) 2012, product type accessory; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).